Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where the fiber test failed on clock spring, replicating the reported event. As a result of these findings, fa was able to conclude that the clock spring fiber assembly was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer encountered a non-recoverable fault with errors pointing to universal surgical manipulator (usm) 3. The customer disabled usm 3 and attempted a hard power-cycle of the da vinci system, but the errors returned. The staff decided to swap out the patient side cart (psc). The procedure was converted to another da vinci system with no reported injury.